Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had prime anomaly. The customer's blood glucose level was 163 mg/dl. The customer reported that the insulin squirts from the insulin pump during priming. The customer also reported false and unexplained no delivery alarms and the pump took longer and it grinds during rewind. The insulin pump will not be returned for analysis.